Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Device photo evaluation: visual analysis of the photographs identified: through the photos provided, it is not possible to determine the lot number and catalog. Observed red particles. No observed openings in the device. Device analysis performed through photographs, due to the impossibility to perform microscopic analysis it is not possible to determine the most likely failure mode. Further information from the reporter regarding event, product, or patient details has been/will be requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Patient reported "left breast is almost ruptured." Patient's representative later reported "strong pain in the breasts, a pain that radiated throughout body, causing the patient to frequently take medication to support the pain" and "prosthesis that had recall." Further reported was a "a solid hypoechoic nodule" which has been deemed not related to the device. The device has been explanted.